Event description:
Citation: chan et al. Use of the pipeline embolization device to treat recently ruptured dissecting cerebral aneurysms. Interventional neuroradiology. 20: 436-441, 2014. (Http://www.interventionalneuroradiology.it/rivista.aspx?ID=4030). Medtronic (covidien) received information through literature review that two adverse events occured related to the placement of pipeline embolization device (ped) placement to treat recent ruptured dissecting cerebral aneurysms. It was reported that 8 patients with recently ruptured dissecting aneurysms were treated with ped. There were two procedure related complications: self-limited left vitreous hemorrhage, and venous infarction with intracerebral hemorrhage requiring craniotomy. Patient #1 was treated for acute right vertebral artery dissection with ped. On day 5 post procedure, computed tomography angiography (cta) result showed complete obliteration of the dissection, however, on day 7 post procedure the patient complained of visual blurring and ophthalmic exam showed a left vitreous hemorrhage that resolved spontaneously afterwards. The patient had a glasgow outcome scale (gos) of 5 (low disability) at 2 months follow up however she subsequently defaulted and follow-up angiography could not be performed. Patient #2 presented with left vertebral artery dissection. The patient was treated with one ped and was put on clopidogrel 75mg daily post-operatively. It was reported that the patient developed cortical vein thrombosis in the right parietal region with resulted in intracerebral hematoma 25 days later which required craniectomy. Despite this, dsa showed complete obliteration of the stented aneurysm with no in-stent thrombosis. Clopidogrel was then switched to warfarin for the next eight months. Patient made satisfactory recovery and could manage to take care of her daily living.

Manufacturer narrative:
Article website: http://www.interventionalneuroradiology.it/rivista.aspx?ID=4030. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There was limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. (B)(4).